Manufacturer narrative:
This MDR submitted on (B)(6) 2015 references itc complaint number (B)(4). The pt/inr cuvette lot number used during this event is g5cpt403 and is referenced by itc complaint number (B)(4). Actual device not evaluated. Process evaluation performed. No ncrs or anomalies were identified in the manufacturing of this instrument. No history of repairs. No results available since no evaluation performed. Customer was requested to return the instrument for evaluation, but did not comply. Device not returned. Itc has requested all data required to complete form FDA 3500a.

Event description:
Healthcare professional reported a higher than expected patient results using a hemochron signature elite and pt/inr system. The patient went to an emergency room to seek treatment for priapism. The inr result with hemochron signature elite pt/inr system was 5.0, which was unexpected because the patient was not receiving a vitamin k antagonist for anticoagulation. The inr was repeated using the hospital's plasma reference coagulation system and the result was 1.2, which was an expected result. The laboratory inr was reported to the patient chart and no adverse events were reported. The hemochron signature elite instrument successfully passed electronic and liquid quality control testing prior to use. The procedures that were reviewed and it was determined that the elite instrument and pt/inr cuvette were used in manner consistent with instructions in product labeling.